Event description:
It was reported by the customer during start up that the screen for the cs300 intra-aortic balloon pump (iabp) was intermittently flickering. It was noted that the issue was not a common event and was not reproducible and had gone away after a few moments after the machine was powered on. There was no patient involvement; thus no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported issue. The stm cycled power to unit and repeated for 10 times with no issues. In addition, the stm attempted to stress coiled cable during startup by moving and stretching cable but was unable to reproduce the reported issue. Subsequently, the stm replaced the coiled cable to make ensure cable integrity and proper connectivity. Unit was calibrated and passes all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported by the customer during start up that the screen in the cs300 intra-aortic balloon pump (iabp) was intermittently flickering screen. There was no patient involvement; thus no adverse event was reported.